Event description:
It was reported that the patient presented during follow-up in clinic. During examination, noise oversensing and failure to capture were observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition.